Event description:
During surgery the pencil would cut but not cauterize. The uint settings were increased but to no avail. A new pencil was used with the same result. The machine was changed & a 3rd pencil was used along with new grounding pads. The unit functioned properly with the 3rd pencil.